Event description:
Laser fiber tip broke off during procedure. Laser fiber tip not extracted. Laser fiber saved. Was a new fiber and had not been reprocessed. Fiber was being used with a flexible scope and may have been damaged advancing it through the flexed scope.